Event description:
A loss of therapeutic effect was reported, in regards to a device charging issue. The patient had been recharging their device every 1 to 2 weeks prior to the issue. Following the device malfunction, the patient did not recharge their device for a period of about 6 weeks. A company representative later performed a physician mode recharge (pmr) session. In addition, a physician attempted 3 to 4 more pmrs and sent the patient home to finish the recharge. Later, the patient's battery was replaced with another restore (model 3371). Following the removal, the patient had recovered without sequela. Since the battery replacement, therapy had resumed and no more problems were reported.

Manufacturer narrative:
(B)(4)